Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows no evidence of a load step malfunction occurring. During investigation, a load step was attempted and the pump failed to recognize the cartridge; the pump emitted a ¿no cartridge detected warning.¿ the force sensor was found to be out of calibration and the force resistance measurement was out of specification. Unrelated to the complaint, investigation revealed that the display screen was discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump experienced a load step malfunction; the pump did not recognize the cartridge during the load step. There was no further information available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged load step malfunction remained unresolved.